Event description:
The patient reported his scs ipg has been non-functional for approximately a month and a half. Troubleshooting attempts did not resolve the issue. Additionally, the patient programmer displays a "comm error 2501".

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.